Event description:
An attempt was made to implant one endeavor resolute drug-eluting stent to a pre-dilated calcified lesion in the lad with 85% stenosis but the device could not pass the lesion. The device had been inspected before use with no issues noted. The physician used a new device (eres30024x) to complete the surgery. No clinical sequelae were reported. Evaluation summary: the device was returned for analysis. The hypotube was kinked. The first two proximal segments were intact. The first seven distal segments were intact and positioned over the distal tip. The remaining stent segments were stretched, bunched and severely deformed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology¿ 85% stenosis and calcification). Deformation problem (stent deformation). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology ¿ 85% stenosis and calcification). Inherent risk of procedure ¿ (stent deformation). (B)(4).